Event description:
The customer reported false positive results with the ID now covid-19 assay on a direct tested nasopharyngeal swabs performed on (B)(6) 2021. Repeating testing was not performed. Rt-pcr confirmation testing ( laboratory developed real-time pcr test that detects covid-19 e and utr genes.) On a nasopharyngeal generated negative result ( CT value : rnase p is <35.99) the customer stated the patient was symptomatic. No additional patient information was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Establishment address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m137286 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: m137286, test base part number 190-430 / lot: m137286. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m137286 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.